Event description:
During a procedure (aortogram with runoff and angiojet), the 6fr cross-over sheath broke off 63 cm from the tip migrating into the pt's left femoral artery. Open surgical intervention was required to retrieve the broken portion of the device.